Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 309 mg/dl. The customer was in the hospital with viral meningitis at the time of the report. The customer's wife stated that as the customer's temperature rises, his blood glucose rises. Troubleshooting was performed, and the insulin pump was programmed corrected. The prime and high pressure tests passed. Nothing further was reported.